Event description:
It was reported that the procedure was to treat a heavily calcified, 99% stenosis in the distal right coronary artery (rca). The 1.5 x 15 mm mini trek balloon catheter was prepared inside the anatomy. The mini trek was advanced for pre-dilatation. During advancement, some resistance was noted with the anatomy. The balloon was attempted to be inflated, but the balloon did not inflated on first inflation. The device was removed without issue and a balloon rupture was confirmed. A 1.5x12 mm nc trek balloon was used for further pre-dilatation and to finish the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, air prep was performed inside of the patient anatomy. The instructions for use states: perform preparation of the device prior to entering the anatomy. Based on the information reviewed, there is no indication of a product deficiency.